Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens with a description of, plunger overrode lens. There was no patient contact. The procedure was completed on the same day. Additional information received and stated that, reporter was not sure whether the injector or intraocular lens would be the cause for the plunger overrode lens.

Manufacturer narrative:
A sample was not received, at the manufacturing site for evaluation. For the report of plunger overrode lens. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).